Event description:
During a coronary stent procedure of a totally occluded acute rca, the lesion was pre dilated and the physician was unable to cross with the delivery/stent device. He retracted the delivery/stent device back into the guide catheter and removed. Upon removal it was noted that the stent had moved on the delivery device. The case was completed with another stent. No patient injuries or complications occurred.